Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
Caller reported that pump battery would not charge. There was no adverse impact to customer¿s blood glucose level. Caller was instructed by technical support to plug the pump into a different wall outlet and to try a different charging cable, but the issue persisted. Technical support decided to replace the pump under warranty, and the customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.